Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and the patient was not able to get it fully charged. It was noted that the ipg would also get too hot and will turn off. Database analysis revealed that the patient appears to have had consistent difficulty charging since being implanted, but the database cannot confirm the exact root cause for this. Therefore, the investigation is unable to determine a probable cause for the complaint. The patient underwent a revision procedure.